Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test. The customer's blood glucose unknown at the time of incident. The customer reported a battery failed test with insertion of a new battery. The customer did troubleshoot and was unable to clear the alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.